Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection was loose. Customer's blood glucose was over 600 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy, a correction bolus via the pump.